Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal part of the coil delivery wire was noted to be kinked/bent. The main coil was noted to be kinked and stretched. The main coil was seen to be broken. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the main coil stretched was confirmed. The reported event of the coil in catheter friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. On visual inspection the distal part of the coil delivery wire was found to be kinked/bent. The main coil was seen to be kinked, stretched and broken. Based on a review of the available information and analysis of the returned device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during advancement of the device which led to the subsequent device damage. An assignable cause of procedural factors will be assigned to the reported event of the coil in catheter friction and main coil stretched. An assignable cause of procedural factors will be assigned to the analyzed damage of the main coil stretched, main coil kinked/bent and main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed damage of the coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation.